Event description:
During an atrial fibrillation procedure, a steam pop and tamponade occurred. A cti/flutter line was being done in the right atrium when a steam pop occurred. The patient became hypotensive a transesophageal echo confirmed a cardiac perforation for which a pericardiocentesis was performed to stabilize the patient.

Manufacturer narrative:
The results of the investigation concluded that the device met specifications for electrical testing, temperature testing, and optical signal properties. No functional anomalies were noted when connected to the tactisys unit. Additionally, the catheter met specifications during leak testing. The device met specifications prior to release from abbott manufacturing facilities as supported by the device history record. The cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
There were no performance issues with any abbott device.